Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the lcd display cable was not properly seated to a connector on the led backlight module. The cable will be reseated to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.